Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08149, 0001822565 - 2017 - 08150, 0001822565 - 2017 - 08154, 0001822565 - 2017 - 08156, 0001822565 - 2017 - 08157, 0001822565 - 2017 - 08158, 0001822565 - 2017 - 08159, 0001822565 - 2017 - 08160, 0001822565 - 2017 - 08161. Concomitant: 00235701706 distal lateral fibular plate right 6 holes 106 mm length lot unknown; 00482801202 2.7 mm locking screw 12 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 00235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot unknown; 2.7mm locking screw, unknown part/lot, qty: 3. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was initially implanted with trauma hardware in the right ankle. Upon removal of the devices, it was identified that the plate and patient soft tissue were blackening as a result of reported "electrolysis". No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event is considered not confirmed as it is inconclusive from the results whether the foreign elements identified in the indicated areas are a product of corrosion of plate and screw materials or if they were corroded from contact with the biological environment. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause for the corrosion of the implant cannot be determined. Visual examination showed corrosion and discoloration around the screw holes of the plate and the threads of the screws. Corrosion analysis was performed and the device materials were shown to be conforming to print specifications. The reported components were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4).